Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10 and h6. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by loose motion (which occurred a day prior to the peritonitis diagnosis). The dose of ceftazidime injection is 1gm. The patient remained hospitalized and was recovering from peritonitis and loose motion. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with ceftazidime injection (intraperitoneal, ongoing), cefazolin injection (500mg, three times a day, intraperitoneal, ongoing) and vancomycin injection (500mg, overnight, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.